Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Visual evaluation found that the tip of the shaft had nicked. No broken piece was returned for investigation. Also, it showed burrs around the tip and damage on the edges. The lens was cracked and scratched. The shaft had dented. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device when it hit/touched with another device during use and produced the device chipped.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-3355-4031 scope was completely dismantled. This was discovered during an arthroscopic procedure. All fragments were retrieved and the case was completed by using a new scope.